Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 154 mg/dl. Reportedly, the customer changed pump supplies to address the issue. In addition, it was reported that the customer experienced a low bg, value was not provided. Customer declined to further troubleshoot with tandem technical support.